Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. The product was discarded by the hospital and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. It is stated the reoperation is not related in any way to the sternalock device utilized in the patient's original procedure. Therefore, patient condition is the most-likely cause of the re-operation. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This report was submitted late due to late notification of the event. This is report one of three for the same event; reference reports 0001032347-2017-00366 and 0001032347-2017-00367.

Event description:
It was reported a reoperation was performed due to bleeding. It is stated the reoperation is not related in any way to the sternalock devices utilized in the patient's original procedure.